Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event were reported. The patient stated that the low alert did not alert her or her sister. The patient did not remember what the continuous glucose monitor (cgm) was displaying at the time of event; however, they became unconscious and her sister gave her some honey and apple juice. The patient became conscious and was fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.